Manufacturer narrative:
During stent grafting for of an abdominal aortic aneurysm a maxi-ld balloon ruptured. A stent graft (zenith) was placed in the target lesion and maxi-ld (25/40mm: complaint product) was delivered inside the stent graft for post-dilation. Dilation was conducted without issues the first time, but the balloon ruptured during the second dilation (inflation pressure unknown). The maxi-ld was retrieved from the patient and a new maxi-ld (same size) was used instead. The procedure was completed without any other problems. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. There was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. It is possible that the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. At the first time, the balloon inflated normally, but the second time the balloon ruptured. The balloon catheter was easily removed from the patient and was also intact (in one piece) when removed from the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the product the reported customer complaint of balloon burst could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Based on the limited information provided it is not possible to determine an exact cause for the difficulties encountered by the customer, there is no indication in the reported information or the device history report review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Event description:
During stent grafting for aaa, a maxi-ld balloon ruptured. The target lesion was the abdominal aorta. It is unknown if the lesion was a de novo, but was slightly tortuous. There was no calcification. The % of the stenosis was unknown. A stent graft (zenith) was placed in the target lesion and maxi-ld (25/40mm: complaint product) was delivered inside the stent graft for post-dilation. Dilation was conducted without issues at the first time, but the balloon ruptured at the second dilation (inflation pressure unknown). The maxi-ld was retrieved from the patient and a new maxi-ld (same size) was used instead. The procedure was completed without any other problems. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. There was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. It is possible that the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. At the first time, the balloon inflated normally, but the second time the balloon ruptured. The balloon catheter was easily removed from the patient and was also intact (in one piece) when removed from the patient.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.